Manufacturer narrative:
A review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that when the x-p was confirmed after tha, a space was showed between the trident psl cup and mdm liner. The doctor confirmed that the trident psl cup and mdm liner checked during operation. Therefore, the doctor did not complete the additional treatment and follow-up was done.